Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The dealer's getinge trained field service engineer (fse) was dispatched to investigate and was able to duplicate the customer's reported issue. The fse observed that the k11 and k4 valves were faulty, and replaced the helium fill manifold assembly and the patient interface module (pim) manifold assembly to correct the issue. The iabp unit was then cleared for use and returned to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an "automatic inflation failure" alarm. There was no patient harm and no adverse event was reported.